Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later reported that a shock impedance measurement above 125 ohms was detected on this rv lead and device. The high shock impedance measurements continue to be an ongoing issue as a result of the rv lead being a single coil lead. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements. Boston scientific technical services was contacted to review the patient's data. The shock impedance values were between 95-115 ohms with one measuring greater than 125 ohms. There had been no dft and no shocks delivered since implant. It was recommended the patient be seen by a physician. No adverse patient effects were reported.